Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported the procedure log noted that the complication preceded the closure device placement and was related to percutaneous access. The review of the lhr (lot f1512801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the mynxgrip vascular closure device failed to achieve hemostasis despite all indications during the deployment that it was successful. The patient did not go to the operating room, or have additional expense that I am aware of due to the closure device not working but it was described by the hospital employee as a failure which may have resulted in increased discomfort for the patient. At the end of a complex peripheral vascular interventional deployment, this device did not result in arterial hemostasis and manual pressure of 30 minutes or less may have contributed to discomfort as the nurse's note indicated that the patient complained of pain well after the procedure. No noted hematoma by any staff resulting from the mynx vascular closure device. The noted complication of bleeding on the procedure log was discussed with a hospital staff who stated that the complication preceded the closure device placement and was related to percutaneous access. Procedure type: intervention peripheral.